Event description:
A consumer reported that following an intraocular lens implant procedure, the patient experienced halos around traffic lights while driving at night, and this phenomenon disappeared as the patient got closer to the lights. In the surgeon's opinion, the product had caused or contributed to the event, while it was rare, with stated symptoms that were not present before surgery. The patient's issues were not resolved, and during the patient's last appointment it was reported that halos continued to be experienced, although they were slightly less bothersome and the patient's near vision was reported to be worsening. The surgeon's prognosis was that other than nighttime driving, the patient was comfortable with vision most of the time. No yttrium aluminium garnet (yag) capsulotomy or explant was performed. Glasses were prescribed to help with distance vision at night, and willingness to try glasses was expressed, although this option was initially declined. The patient's symptoms seemed to be improving. Given that the halos improved as the patient got closer to the traffic lights, it was suspected by the surgeon that at least part of this phenomenon may be related to residual refractive error. This was discussed with the patient after surgery, however the patient was initially reluctant to wear glasses as the patient was expecting to be glasses free, and after the last visit greater willingness to try glasses for night driving was noted, which was considered likely to help by the surgeon. There are two medical device reports associated with this patient, this report is associated with the left eye. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.